Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient received an ncb plate (exact catalogue number unknown) on the left side on (B)(6) 2013. It was reported that the patient was experiencing pain in her left leg and that x-ray examination revealed that the plate and femur were both broken. On (B)(6) 2013 the patient underwent a revision surgery.